Event description:
It was reported that an alert triggered, and the patient received an inappropriate shock and anti-tachycardia pacing (atp) due to atrial undersensing. It was further reported by the clinic that the physician ordered blood work and medication changes to be done for the patient. The right ventricular lead and right atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).